Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "patient developed grade 3 ulcer on lower ankle/foot. Possibly caused by the tubing on the cuff ". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.